Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on an unknown date for the treatment of incontinence. Following treatment, the patient experienced groin pain and a vaginal mesh exposure. The patient reportedly underwent removal of mesh from vagina and left groin to address the problem. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.